Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the power manager board icon on the central control monitor changed to "x". The device operator pulled out the power cord and the warning did not sound. The roller pump was still running. After restart, the issue could not be duplicated, however, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. This issue could not be duplicated by terumo subsidiary.